Event description:
The customer reported that the that pro7000de, hall oralmax elite high speed drill device was found during a non-surgical procedure on approximately (B)(6) 2025 when it was reported ¿gets too hot.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the that pro7000de, hall oralmax elite high speed drill device was found during a non-surgical procedure on approximately (B)(6) 2025 when it was reported ¿gets too hot.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and photographic evidence has not been provided. Therefore, the reported event can not be verified. The service history was reviewed and no relationship to this complaint was found. A device history record review found a non-conformance, however, it was not related to the manufacture of the product. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs while a smartguard protector sleeve is attached to the medium bur guard, the smartguard protector sleeve will change color from purple to pink. Immediately discontinue use of the bur guard to prevent possible injury to the patient and/or operator. Replace the bur guard and return original bur guard for service. We will continue to monitor per regulatory requirements to help ensure patient safety.